Event description:
It was reported that following a trial procedure, the patient was experiencing extreme procedural pain localized at mid back where needles from procedure went. The patient opted to pull the leads out. No other intervention was provided, and patient was doing well. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: 7178645.